Manufacturer narrative:
UDI= (B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07718 and 2134265-2015-07714. (B)(6) clinical study. It was reported that myocardial infarction (mi) occurred. In (B)(6) 2015, clinical assessment indicated that the patient's qualifying condition was stable angina. Subsequently, index procedure was performed. Target lesion #1 was located in the proximal right coronary artery (rca) to the distal rca with 99% stenosis and was 38mm long with a reference vessel diameter of 3.5mm. The lesion was treated with pre-dilatation and a 3.5x38mm promus premier drug-eluting stent. Post-dilatation was performed with 10% residual stenosis. Target lesion #2 was located in the mid rca to the distal rca with 80% stenosis and was 38mm long with a reference vessel diameter of 3.5mm. The lesion was treated with pre-dilatation and a 3.50x38 mm promus premier drug-eluting stent. Post-dilatation was performed with 10% residual stenosis. Target lesion #3 was located in the 1st right posterolateral (rpl) branch with 95% stenosis and was 28mm long with a reference vessel diameter of 3.0mm. The lesion was treated with pre-dilatation and a 3.00x28mm promus premier stent. Post-dilatation was performed with 10% residual stenosis. On the same day, the patient experienced a post-procedure myocardial infarction located in the inferior that prolonged the patient's hospitalization. The following day, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.